Event description:
The customer reported difficulties inserting the 50cc balloon through the introducer. It was an emergent pt and the surgeon struggled with advancing the catheter. The balloon was finally inserted, but the pt died in the cvicu post-up.

Manufacturer narrative:
The device is promised for return but has not yet been received. When the product is returned an evaluation will be performed and the results submitted in a supplemental report. (B)(4).